Manufacturer narrative:
Initial reporter last name: unk. Initial reporter address: unk. Initial reporter city: unk. Initial reporter state : unk. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, one unit of theranova 400 had an external leak in the dialyzer. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.